Event description:
It was reported that the event involved a male pt while in the cardiovascular intensive care unit (cvicu). Indication for use: coronary support. The pt got very restless; moving around a lot and even sat up in bed. Approximately one hour after intra-aortic balloon pump (iabp) therapy started, the pump alarmed high baseline with no augmentation on the ap (arterial pressure) line. There were no kinks observed and it was attempted to decrease the assist ratio and initiate pumping. Blood was noticed in the helium tubing. As a result, the intra-aortic balloon (iab) was removed immediately. A new iab was inserted successfully. No report of pt death or injury. Medical/surgical intervention required was noted as removing and replacing the iab. There was a 15 minute delay or interruption in therapy noted. The pt outcome is the pt went on to surgery and afterwards was placed in the cvicu. The pt was weaned off the iabp therapy after three days. Additional info received on (B)(6) 2012, stated the 2nd iab was inserted via the same insertion. No harm to the pt from the delay or interruption in therapy. Per the sales rep, the hosp rotates 6 pumps and therefore was unable to get the serial number.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.